Manufacturer narrative:
The product was not returned for evaluation. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. Without product and lot number it is not possible to confirm if the solvent improvement was implemented on the product subject to this reported event.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at the y -connector. No patient injury was reported. The type of fluid being used (blood/saline) was not specified.